Event description:
It was reported that the patient experienced a perforation from their right ventricular (rv) lead one week post implant. During a post implant check, the rv lead exhibited no capture and fluoroscopy showed the rv lead was in the pericardial space. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.